Event description:
It was reported that post device implant procedure after patient left the hospital device patient received vibratory alerts showing non-sustained rv oversensing episodes. Upon further investigation no capturing was observed on the rv lead. A chest x-ray was performed to confirm lead dislodgement. Patient had bradycardia which was being monitored but was otherwise asymptomatic. It was recommended to locate the lead position and exclude lead dislodgment issue and perform threshold testing. Lead repositioning was performed successfully and a defibrillation threshold testing was performed. Patient was stable post procedure.